Manufacturer narrative:
Additional information was received on 02/27/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer previously alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings and dust contamination were observed. The device's downloaded logs were reviewed by the manufacturer. There were 13 error codes found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: device problem code, evaluation method code, evaluation results code and conclusion code grid has been updated. In box b: event date was incorrectly captured in previous report, and it was corrected in this report. In box e: initial reporter details were missed to captured in previous report and it was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.